Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter displayed an inaccurately high result compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call by customer service. The patient, who was in the united kingdom at the time of the reported issue, alleged that his meter was reading inaccurately at 1:54pm on (B)(6) 2017, when he obtained an alleged inaccurately high blood glucose result of ¿231 mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin which he self-adjusts. He reported that following the reading at 1:54pm, he had administered an unknown dose of humalog insulin. He reported that at 3:00pm, he started feeling ¿incoherent¿ and obtained a blood glucose result of ¿220 mg/dl¿ on the subject meter. He reported that he started driving because he had obtained the result of 220 mg/dl, but then called paramedics. He indicated that at 3:46pm, a blood glucose result of ¿2.4 mmol/l¿ was obtained on the emergency medical services (ems) meter and he was treated by a healthcare professional (hcp) with ¿glucose paste¿. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptom] suggestive of a serious injury adverse event requiring hcp intervention, after obtaining an alleged inaccurately high result on the subject meter and injecting an unknown quantity of insulin.